Event description:
Additional information was received from the physician which indicates that the obstructive sleep apnea is unrelated to vns. It was stated that the patient has been using a bipap for patient comfort with the obstructive sleep apnea and is much more awake and alert during the day. The patient also appears happier from this treatment. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the event. The patient has a medical history of obstructive sleep apnea prior to vns; however, the exact date the sleep apnea was first observed was not provided. It was also stated that the obstructive sleep apnea was not associated with or occurring with vns stimulation. No additional information was provided.

Event description:
Clinic notes dated (B)(6) 2012 found that at the patient's last visit, he was supposed to have a follow up in the sleep clinic regarding his sleep study in august which had shown severe sleep apnea. The patient had been somewhat intolerant of CPAP when this had been tried a few years ago, and has started on bipap (bilevel positive airway pressure) in (B)(6) as treatment. Notes indicate that the patient is currently consistently using the bipap for at least 5-6 hours at night. He was having some problems with a mask leak and changed to a different mask about 3 weeks prior with improvement. The patient's sister notes that he is much more alert during the day and appears happier since this treatment was started. The event date will be recorded as (B)(6) 2012 until new information is found as the notes suggest the severe obstructive sleep apnea was seen during the (B)(6) sleep study. The relationship of the sleep apnea to vns therapy is unknown; however, attempts are being made for additional information. The clinic notes also mention that the patient has had a change in seizure pattern which is reported in MFR# 1644487-2012-03208.